Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there was no device malfunction or patient impact associated with the subject device. The medical/surgical intervention performed was an elective replacement due to patient's preference.

Event description:
It was reported that the patient underwent a surgery to remove a tactra and replace it with an inflatable penile prosthesis (ipp) due to patient's preference. No device issues, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a surgery to remove a tactra and replace it with an inflatable penile prosthesis (ipp) due to unspecified reasons. No additional information was provided.